Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top case was counterfeit, chipped and cracked. The bottom case had seal was damage. Customer?s reported issue was duplicated during start-up. When the plunger head was tight against the pump one of the flippers was up on the ear clip. The root cause of the reported issue was determined to have design related. Actions taken to mitigate the reported issue: replaced left plunger case as a preventative measure.

Event description:
It was reported that plunger alarm event occurred. No patient injury reported.